Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator in june, 2005. The patient had not received any shock therapy, and was paced 80% in the ventricle. The device is scheduled for explant, and the replacement will be a competitor's device, as the physician is concerned about the longevity of this device. The device was implanted 3.2 years.